Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the mega suturecut needle driver instrument snapped. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found instrument grip cable to be broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. No other damage was found.